Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, air bubbles were observed within the pump supplies. The customer resolved the issue by removing air bubbles from the tubing and resumed insulin delivery.